Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that a primary set was leaking daratumumab and ipilimumab. The spill leaked onto an absorbant pad, half an hour into infusion. The location of the leak was at the filter, the majority is on the back at the bottom by a small pin-point circle/dot. There was patient involvement but no direct contact with a patient. The spill was cleaned per protocol.

Manufacturer narrative:
Date returned to mfg (8/19/2019) and contact office first and last name. Received one used list# 142550489 for testing. There were no visual defects. The returned primary plum set was leak tested and there was no observed leakage in the inlet nor the outlet filter. The complaint of leakage on the primary plum set could not be confirmed. The primary plum set met product design and functional specifications. The lot review was performed with no issues noted.